Manufacturer narrative:
Device received with currents in spec. No blank display. Lcd board ok. Insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed. The motor may have had and intermittent failure that was not detected during our testing. No prime or blank display anomaly noted. No moisture damage electronic assembly, no constant tone. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display after battery change alarm. Customer's blood glucose was 130 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.